Event description:
The customer reported being hospitalized due to low blood glucose of 20mg/dl. The customer stated that she was involved in a vehicle accident, but she was not driving. The customer stated that she will call back to troubleshoot the insulin pump after being released. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.